Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer advised the display screen is blank and does not switch on. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin pump passed self test. No unexpected low battery or of no power alarms noted. No isolation tape damage was noted on the lcd board. However, the insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.